Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The pump had intermittent button response due to corroded keypad traces. No frozen display noted. The pump was received with scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call they had frozen display. The blood glucose at the time of the incident was 8.5 mmol/l. The customer was attempting to bolus when the pump froze. The customer removed the battery and the pump alarmed battery out limit. However they were unable to clear the battery out limit alarm, because the buttons were unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.